Event description:
A malfunction on the pump was reported after the customer fell, causing the pump to fall out of their pocket. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery. Tandem technical support planned to send a replacement pump with updated software, and the customer was required to complete online training before using the new device. The customer agreed to return the faulty pump within ten days using a pre-paid label, and all necessary instructions were communicated to and acknowledged by the customer.